Event description:
A customer contacted beckman coulter, inc. (Bec) to report obtaining imprecise positive total beta human chorionic gonadotropin (thcg) for one (1) patient. The result was generated by a unicel dxi 600 access immunoassay system, used in conjunction with access thcg reagent (lot 021722) and access thcg calibrators (lot 017956). The results obtained were outside of the assay's stated precision claims of <10%. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Patient sample was collected in a gold top serum tube, centrifuged for 5 minutes at 3800 rpm. Per the customer supplied qc charts, both level 2 and level 3 tbhcg qc were within the customer's established ranges prior to and on the day of the event. Level 1 qc data for the timeframe of the event has not been supplied to date. Additional system information has also not been supplied to date. On (B)(4) 2011, a bec field service engineer (fse) was dispatched for the event. The fse inspected the instrument; no issues were noted. The fse performed a diltest and dilap test for dilution tests and ultrasonics; both passed within instrument specifications. The fse performed a twelve replicate precision test using pooled serum for both reagent pipettors; results were within the stated precision claims of the assay at <10%. A clear root cause could not be determined for this event.